Event description:
The MFR's rep reported that the morphine concentration was incorrectly programmed during a new pump implant. Morphine concentration was programmed as 1 mg/ml insteadof 10 mg/ml. The pt remained in the hospital for observation post-operatively and subsequently suffered respiratory depression, requiring administration of naloxone and discontinuation of pump therapy. The pt has fully recovered at the time of the report and pump therapy has been restarted with the correct programming settings.